Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed and used 18ga x 1.16in. Insyte autoguard bc unit. Additionally, 3 photos were provided. Visual inspection of the physical sample confirmed what the photos displayed. There was media past the plug of the needle hub. It was difficult to analyze the plug with all the media present, but it appeared that the plug was misaligned or damaged. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. During manufacturing, the plug is loaded and inspected. Improper machine set-up may cause the plug to be damaged, missing, or the improper plug. This may result in leakage. A plug vision system, in-process sampling tests for leaks beyond the plug, plug depth inspection sample, and plug depth sensors are in place to mitigate the occurrence of this defect. Since the plug is located inside the device, it is very unlikely that the plug was damaged during use. This most likely occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
It was reported that bd iag bc pro global leaked past the blood control and sprayed the caregiver. The following information was provided by the initial reporter, translated from french to english: abnormality described: "once the peripheral catheter was inserted, when the button was pressed for the needle to retract, the mandrel chamber filled with blood with significant pressure and the blood was projected towards the caregiver, exiting through the hole at the end of the mandrel." Clinical consequence(s): none (on the patient), blood spraying towards the caregiver precautionary measure(s): none.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.